Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving patient line is blocked alarm during drain 2 and because the patient was not draining. It is unknown at which point in therapy the leak may have begun. The source of the leak is a pinhole on the cycler set. It was reported that there was fluid within the cycler. The peritoneal dialysis registered nurse (pdrn) was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. A new cycler was issued to the clinic and the reported cycler was scheduled to be picked up and returned for physical evaluation. The pdrn was advised to retain the cycler set so it can be scheduled for pickup during a follow up call. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). There was a pinhole observed on the cassette portion of the cycler set. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well, and they are continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cycler set to the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: d5 - cycler owned by clinic and operator is a nurse (transcription error).

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found observed. During the visual inspection with a microscope, a tear was observed on the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed, however, a cause could not be established. The returned sample was scrapped after evaluation.